Manufacturer narrative:
The failure for heat was confirmed through disassembly and visual inspection. Through visual inspection, the driveshaft assembly was corroded.

Event description:
It was reported that during a surgical procedure at the user facility, the bur end of the core impaction drill was overheating. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the bur end of the core impaction drill was overheating. The procedure was completed successfully with no clinically insignificant delay, no medical intervention, and no adverse consequences reported.